Event description:
Patient's parent called lfs in 06/2003 alleging pt's ot ultra meter would not power on. Medical affairs spoke to the patient's parent, who provided the following information: the patient meter did not power on for two weeks. During this time the patient continued to take the set amount of insulin with breakfast and dinner. The patient began to experience symptoms of frequent urination, heavy thirst and fatigue so parent took patient to the doctor's at the children's hospital. The doctor increased the insulin and advised patient to exercise to bring the blood glucose down. No treatment given at the visit. The issue with the meter was not resolved. No further information has been reported.